Event description:
Mother reports that, daughter has been using product for several months and has had repeat eye infections. She has stopped wearing contacts and has been prescribed drops by the doctor for her condition. Has a follow-up appointment scheduled next week.